Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedances was not known and re-programming to a different setting was done to resolve the high impedances. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had four lead combinations with high impedance following their follow-up check with their healthcare professional (hcp). There were no symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that patient's impedance was off at their last visit so a replacement was scheduled. Patient also reported they didn't feel like it was working well. Rep mentioned they didn't have an exact date on when patient reported that it was not working well because it was done independently at the hcp office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the rep indicated that the patient was doing well clinically, and the issue was resolved. No further complications were reported.